Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: recall, "swollen lymph nodes in chest, scar tissue, chest discomfort, pain.

Event description:
Patient representative reported left side explant due to recall, "swollen lymph nodes in chest (several), scar tissue, chest discomfort, pain. Device has been explanted.